Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 600. The cause was not known. Reportedly, the customer's daughter drove the customer to the emergency room (ER) and customer was subsequently hospitalized. Customer attempted to address the elevated (bg) by changing the pump supplies. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Multiple follow up attempts were made to obtain the hospital release date, however, no response was received by the customer.